Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a perforation and pleural effusion due to the right ventricular lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.